Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited decreased amplitudes and oversensed myopotential noise with inappropriate shocks. The patient was hospitalized and the device was turned off pending (B)(4) technical services (ts) recommendations. When comparing current x-ray images to implant x-rays, ts noted that there is evidence of system location changes. Positional isometrics and pocket manipulations were unable to find a potential sensing vector free of myopotential noise. Ts recommended performing additional testing with consideration of system location. Additional information was received which indicates that surgical intervention was performed. Upon opening the device pocket visual inspection noted that the device anchoring suture was no longer secure to the fascia which allowed the device to move within the pocket and rotated 180 degrees. The device was secured in the pocket and remains in service